Manufacturer narrative:
X-rays reviewed by MFR. MFR review of x-rays showed electrode placement at c2 to c3.

Event description:
Reporter indicated that a pt was undergoing revision surgery to correct the original placement of his vns therapy lead, as it was too high and was causing his neck muscles to twitch with stimulation. MFR review of x-rays showed electrode placement at c2 to c3. Explanted lead was returned to MFR for product analysis, however, that analysis is not yet complete. Good faith attempts for further info are currently being made.